Event description:
Facility reported that the bvm had ongoing alarms 1 1/2 hours into treatment. The bloodlines were switched several times to try to raise the blood flow without success. The bvm was off where the bloodline was found to be kinked below the curvette. There were recurrent arterial pressure alarms (high arterial pressure 250-300). The machine did alarm appropriately. The bloodline was taped to keep it from kinking off. Reportedly, there were no ill effects to the pt. Pt remained in stable condition throughout the dialysis treatment. The sample is not available for eval.